Event description:
Alarm on hysteroscopy pump turned down on low. It could not be heard from across the or. Direct visualization of deficit reading pump showed deficit of 250. At this point procedure was proceeding smoothly. Circulator moved away from surgical field and returned a few minutes later. At that time he heard a very faint beep from the hysteroscopy pump. Fluid deficit registered 1950. Physician immediately stopped procedure. All hoses, canisters and outflow bag was checked for leaks. None were found. Hysteroscopy picture on monitor was still clear. Fluid deficit reading at 2200. Due to possible uterine perforation based on bleeding from cervix and large fluid deficit in a short time span, the patient was prepped and draped for a diagnostic laparoscopy. Perforations were found. Case completed and patient to recovery.